Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. The optic is tilted in the lens case, pressed against a post. The posterior of the optic is scratched against the post. All product and batch history records are quality reviewed prior to product release. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was 'covered in scratches'. A backup lens was used to complete the procedure. Additional information was requested.